Manufacturer narrative:
Initial.

Event description:
It was reported that a user started a new freestyle libre 3 plus continuous glucose monitor (cgm) sensor and experienced repeated scan errors despite troubleshooting, and the call was transferred to the partner organization for further assistance. No adverse clinical symptoms reported. Outcomes included the need for troubleshooting and education, with interruption of glucose data availability. User support included remote assessment and user-guided troubleshooting. Investigation of this case revealed a scan error consistent with cgm signal loss, with no evidence of systemic device failure identified during the call. It was concluded, based on previously established findings for similar reports, that the cause was user-environment or connectivity-related factors.